Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) and the lens tore. The lens was removed with no patient injury. The backup lens was implanted.

Manufacturer narrative:
Pt weight: unk (B)(4).